Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet steerable delivery sheath. There were 3 partial recaptures, and the device was implanted on the 4th deployment. Post implant, the patient had a pericardial effusion requiring a pericardiocentesis procedure. The physician conveyed that the pericardial effusion was suspected to be device related to the 22mm amulet . Heparin was administered and the patient's activated clotting time (act) levels was above 250. The patient status was stable.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information obtained from the field indicated that the patient had a pericardial effusion requiring a pericardiocentesis procedure. During the procedure, the anatomy required multiple recaptures and maneuvers of the sheath. Based on the available information, the root cause of the reported pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 medical device problem code: code 2993 removed.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet steerable delivery sheath. There were 3 partial recaptures, and the device was implanted on the 4th deployment. Post implant, the patient had a pericardial effusion requiring a pericardiocentesis procedure. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.